Manufacturer narrative:
The following information is a correction from the previously reported information in after the field service representative visited the laboratory, the customer performed a sample pool analysis of 10 consecutive sample results, and repeated the analysis 3 times during one day. They obtained only one result of <3.00 pg/ml, but the expected result for the pool was 53 pg/ml. The following is additional information: a specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results with data flags for four patients using the elecsys troponin t stat assay (tnt-hsst) on the cobas e 411 immunoassay analyzer (e411 rack). The customer stated when they have results higher than 50, they rerun the sample for confirmation. All results are in units of pg/ml. At 2:42 am, patient a had an initial result of <3.00 with a data flag. The sample was repeated with results of 11.02 and 10.16. At 8:28 am, patient b had an initial result of 801.9 with a data flag. The sample was repeated with results of <3.00, <3.00, and 818.7, all with data flags. The customer was unable to provide which results were given to the care unit. At 8:29 am, patient c had an initial result of <3.00 with a data flag. The sample was repeated with results of <3.00 and 45.21, both with data flags. The result of 45.21 was considered correct, since it matched the patient's clinical status and was similar to a previous result of 41 that the patient received on (B)(6) 2017. At 8:32 am, patient d had an initial result of <3.00 with a data flag. The sample was repeated with results of <3.00 and <3.00 with data flags; and 11.69. Based upon information provided in the complaint, no erroneous results were reported to the patient or medical personnel treating the patient. There was no allegation of an adverse event with any of the patients. The tnt-hsst reagent lot number is 176452. The expiration date was not provided. Qc was acceptable on the date of the event. Calibration was last performed on (B)(6) 2016. The field service representative (fsr) inspected the instrument and replaced and adjusted the probe. He performed an assay performance check which was acceptable. The fsr asked the customer to verify the humidity within the laboratory. After the fsr visited the laboratory, the customer performed a sample pool analysis of 10 consecutive sample results, and repeated the analysis 3 times during one day. The result was <3.00, but the expected result for the pool was 53.

Manufacturer narrative:
The customer has regular issues with humidity in the laboratory. After the customer performed a sample pool analysis, the affiliate requested that the customer monitor the humidity level in the laboratory daily.